Manufacturer narrative:
The customer reported that the charging cable for the viking was burned. According to service manual it shall be verified that all cables are properly inserted. Make sure the charge cable hook is mounted at the mast. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the extension cable has burned. There was no pt injury reported. This report was filed in our complaint handling system as (B)(4).